Manufacturer narrative:
(B)(4).

Event description:
It was reported "it was reported that "the hmv filter comes apart when the respiratory therapist disconnects the circuit from it. There is also leakage that happens in the inner liner of the larger end. This has led to discarding and replacing with an additional one".

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. Without the device to evaluate, the complaint could not be confirmed, and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported "it was reported that "the hmv filter comes apart when the respiratory therapist disconnects the circuit from it. There is also leakage that happens in the inner liner of the larger end. This has led to discarding and replacing with an additional one".